Manufacturer narrative:
The call ended before the customer's product information (d4) could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.

Event description:
The customer alleged that he performed a control test using his contour system and received a result of 234 mg/dl. The normal control range was 106-146 mg/dl. The customer refused to provide any additional information and ended the call. Customer service attempted to call the customer back, but it was not possible to speak with him. No product will be returned.